Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) failed while closing. It seemed to be a sealant problem. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the syringe was not connected to the device, the advancer tube was deployed on the catheter shaft, covering the balloon¿s proximal tip, and the sealant was observed to have been separated from the device as received. It was noted that the sealant sleeve was only displaced approximately 10 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the advancer tube was proximally pulled back and found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f1927002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) failed while closing. It seems to be a sealant problem. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The device was received for evaluation. As per product evaluation, the visual inspection device showed that the shuttle cartridge was engaged to the black handle with the stopcock open, the syringe was not connected to the device, the advancer tube was deployed on the catheter shaft, covering the balloon proximal tip, and the sealant was observed to have been separated from the device as received. It was noted that the sealant sleeve was only displaced approximately 10 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure.